Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. Technical services assessed the data, and it is currently unknown why the device triggered safety mode. There are four years remaining on the battery, so device revision timing depends on patient's toleration of the new safety mode parameters. Device was explanted and no additional adverse patient effects were reported. This device is expected to be returned.

Manufacturer narrative:
Field b1 adverse event/product problem was inadvertently left blank in the previous submission. If additional pertinent information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. Field b1 adverse event/product problem was inadvertently left blank in the previous submission. If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. Technical services assessed the data, and it is currently unknown why the device triggered safety mode. There are four years remaining on the battery, so device revision timing depends on patient's toleration of the new safety mode parameters. Device was explanted and no additional adverse patient effects were reported. This device is expected to be returned.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. Technical services assessed the data, and it is currently unknown why the device triggered safety mode. There are four years remaining on the battery, so device revision timing depends on patient's toleration of the new safety mode parameters. Device was explanted and no additional adverse patient effects were reported. This device is expected to be returned.